Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump continuously vibrates and does not stop. The customer's blood glucose reading was 260 mg/dl at the time of incident. Troubleshooting found that the pump did not stop vibrating even after a new battery was installed and also continued to vibrate during and after the pump self test. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with constant vibration after inserting battery due to faulty component on the interface board; unable to test for operating currents due to constant vibration. However, the insulin pump passed self test, rewind and basic occlusion, occlusion, prime, excessive no delivery and displacement test. The insulin pump had cracked reservoir tube lip.